Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2019, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The reporter alleged there was damage to the battery compartment and the pump got hot. The reporter denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device analysis: the device was returned, and investigation completed by product analysis on 15-apr-2019 with the following findings: there was no activity related to the complaint noted in the black box data or the pump¿s download history. No records of voltage drop appeared in the black box. On testing, the pump powered on normally and was exercised for 12 hours without overheating. The pump¿s electrical current draws were evaluated and found to be within specifications. The battery compartment was confirmed to be cracked. Inspection of the pump¿s interior compartment revealed an internal component was disconnected from the printed circuit board. There was no evidence of moisture inside the pump.